Event description:
It was reported that the procedure was to treat a 60% stenosed lesion in the left anterior descending (lad) artery. The 2.75x23mm xience xpedition stent delivery system (sds) was prepped prior to use with no issue or leak noted during preparation. The xience xpedition sds was advanced to the target lesion without reported issue. However, during deployment of the stent implant, the sds balloon ruptured at an unspecified low pressure. Reportedly, low blood flow (ischemia) was noted, which was treated with medication. The stent implant was noted to be malapposed to the vessel wall; thus, post-dilatation was performed with a balloon dilatation catheter (bdc) to fully appose the stent implant to the vessel wall successfully completing the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was confirmed. The difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported for balloon rupture or difficult to deploy from this lot. The reported patient effect of ischemia, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with the use of coronary stents. Based on the reviewed information, no product deficiency was identified.